Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: pump. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4). Upon device analysis completion, a hole was seen on the catheter body at the beginning of one of the catheter segments.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal hydromorphone (2.5 mg/ml, 1.9987 mg/day) and clonidine (0.1 mcg/ml, 0.07995 mcg/day) via an implantable infusion pump. The event date, lot number and concomitant medication list was not obtainable. The indication for use was for chronic pain. The consumer reported the last couple of refills had high residual volumes. She also reported increased levels of pain over this period. Upon pump interrogation, no error logs were showing. The complete system was removed and replaced on (B)(6) 2015. The device was going to be returned. The issue was reportedly resolved, at the time of the report. The healthcare provider (hcp) had no further information. Additional information was requested regarding catheter serial numbers, troubleshooting, actions interventions, and cause. Should additional information become available, a follow-up will be submitted. See manufacturer report number 3004209178-2015-25569.

Event description:
On 2016-02-25, additional information was received from a foreign manufacturer representative (rep). It was reported that there were no issues with the catheter seen at explant. The cause of the high residual volumes was not determined as there were no errors shown in the pump logs.